Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information was not provided.

Event description:
It was reported by the hospital's biomed that their analysis of device logs revealed an unspecified medication was started at 11:45 am to infuse through a syringe module and was expected to be completed at 2:00 pm. However, the clinician went back at 4:00 pm and found that the module was off and the medication did not infuse. Another syringe module was attached to the same pc unit and was still on. It was then noted that the clinician programmed the infusion using delay option and at the end of the programmed time of delay, the pump was not attended to. There was no patient impact. The customer is requesting that no further investigation is needed.